Event description:
A (B)(6) year old, post cardiac arrest, female patient was hospitalized on (B)(6) 2015. A zoll icy catheter was placed into the right femoral vein. Even though the cooling line was initially placed, it was later determined that therapeutic hypothermia did not need to be utilized. The zoll icy catheter however, remained in place and no other separate catheter was used as a central line. The icy catheter was the primary source for which medications were infused. Dopamine was the only medication administered at the time through the catheter's teal luer. Dopamine infusion was initiated in the emergency department. However, when the patient was transferred to the ICU, it was observed that the dopamine was wrongly connected to the cooling inflow port and dopamine was leaking out of the outflow port. No adverse patient sequelae was reported. Information provided indicated that the patient was now alert and following commands. No other information was provided.

Manufacturer narrative:
Zoll has not yet received the ivtm catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.